Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities" in both packages. It was reported that the patient experienced infusion set tubing feels brittle on (B)(6) 2024. The infusion set was in use for one and half days, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-01370. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) the batch 6007198 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007198 were previously tested in complaint (B)(4) on 19/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, 10 reference samples 10 passed the test. Device history record (DHR) review: the packing lot 6007198 was manufactured according to the wi version 97 manufactured in the line multivac 10, on 22/may/2024, with a total of (B)(4). Welding: the lot 4e03409 was assembled according to the wi version 34, machine ls06 and ls07 on 22-may-2024, with a total of (B)(4) units each. The lot 4e03410 was assembled according to the wi version 34, machine ls24 and ls25 on 21-jan-2024, with a total of (B)(4) units each. Gluing of connector the lot 4e03399 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 21/may/2024, with a total of (B)(4) units. The lot 4e03402 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 23/may/2024, with a total of (B)(4) units. The lot 4e03400 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 22/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6007198 and no other more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.